Manufacturer narrative:
(B)(4). The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and/or hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) fell to 34 mg/dl while wearing the pod between 4 and 24 hours on the arm. Patient had fallen and attributed low bg as a potential cause. Subsequently, patient was taken to the hospital, diagnosed with a minor lower back fracture, and admitted. Treatment included physician removing pod, placing patient on intravenous delivery of glucose, and manual injections of insulin (lantus - 50 units/day). Treatment for back injury consisted of pain medication administered every 4 hours via manual injection. Patient was released from hospital the following day with a bg reaching 285 mg/dl. Subsequently, patient applied a new pod and bg levels improved to 209 mg/dl.